Manufacturer narrative:
(B)(4). Batch # n91j5u. The device was received with the top of the I-blade upper tip broken off returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. It is possible that the unexpected noise heard could be caused when the iblade got damage. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncrs or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an exploratory laparotomy to sigmoid colectomy procedure, the surgeon was closing on very thick tissue near the end of needing the device in the case and the surgeon heard a popping sound. The surgeon was considering using electrocautery anyway, so he just removed the device and placed it on the back table. At the back table, the sales rep present for the procedure inspected the device and noticed that the top cross piece of the I-blade had broken off. Intraoperative x-ray was used and the broken piece was not in the patient. The broken piece was found in the suction canister. Electrocautery was used to complete the procedure. The issue caused a ten minute delay in the case and there were no adverse consequences for the patient.